Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. The receiver was perpetual rebooting. The receiver download retrieved and failed - perpetual rebooting. Functional test: failed - unable to perform - perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed. The customer complaint could not be confirmed because "screen recoverable error alarm" was not observed within the investigation window. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.